Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (600 mg/dl range) and was unsure of the cause. Customer¿s changed out supplies numerous times and administered a manual injection but blood glucose remained in the 300 mg/dl range. Customer observed insulin exiting infusion tubing and there were no pump alerts or alarms. Tandem technical support recommended checking infusion site/cannula but customer declined. Reportedly, healthcare provider switched customer to manual injections and blood glucose remained elevated. During follow up with tandem clinical diabetes specialist, customer reported that blood glucose became elevated when customer started taking an anti-inflammatory drug for an issue with her hand.